Manufacturer narrative:
(B)(6). A customer alleged an increase in weak positive results with the cobas sars-cov-2 assay. An investigation to evaluate the customer issue is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged an increase in weak positive results while using the cobas sars-cov-2 assay. A total of 22 samples generated positive results which were questioned by the customer. A majority of the samples were recollected and tested negative. All initial results were released and no harm was alleged. Per FDA guidance, 22 mdrs will be filed- one per discrepant result. Further information has been requested and the investigation is ongoing.

Manufacturer narrative:
No kit lot information was provided through the investigation, although requested. Based on the investigation performed, no product problem was found. The alleged samples generated CT values >35 which are indicative of samples near the limit of detection (lod) of the assay. (B)(4).